Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-apr-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the rep regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was lead migration. No clear factors indicated in this event. Impedance normal, connectivity normal. New x-ray taken today confirming with migration, reprogrammed system. Issue not resolved at this time.